Event description:
Per the audiologist's report, this patient was not receiving much benefit from her magnetless cochlear implant. She was required to use retainer discs to secure the device which contributed to the limited performance. Her device was explanted and reimplanted with a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.